Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: a photo was received of the separated burette the customer referenced. This verified the complaint. Without further information like a sample, the root cause of this failure cannot be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m experienced component separation. The following information was provided by the initial reporter: in the middle of the cases the burette IV set split into two parts.